Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by customer , the cardiosave intra-aortic balloon pump (iabp) had a display error #10. There was no patient involvement.

Event description:
Na.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse powered on the unit into service mode and received an error code #10. The fse attempted to calibrate the shuttle transducer, but was unable to. The fse removed the pneumatic assembly and found that one of the cables was disconnected from the back plane board which was causing the error. The fse stated that the customer did not properly connect the cable to the back plane board. The fse connected the cable, and the unit was then powering on without any errors and was calibrating the transducers. The fse performed the all manifolds test, but the unit was failing the pneumatic module test. The fse replaced the pneumatic module assembly (0997-00-1178). All tests and calibrations passed. The unit was cleared for clinical use.